Event description:
It was reported that this pacemaker exhibited cross-talk oversensing of the atrial activity on the right ventricular (rv) lead channel. The system was blanking the oversensing. No adverse patient effects were reported. This device remains in service.